Event description:
The lay user/patient contacted lifescan alleging a power issue (does not turn on) with her one touch ultra meter. The medical affairs specialist listened to the call between the patient and the customer care advocate (cca) obtain/verify the following information. The patient stated that the power issue started 3 weeks prior to contacting lifescan. She replaced the batteries, but the issue persisted. In the morning, the patient was feeling incoherent and "foggy headed;" however, she was unable to test on her meter. She was taken to the doctor and obtained a "42 mg/dl" on the health care professional device. She was advised to lower her insulin dosages and also stated that she was given a soda, which helped her "snap out ot it." The cca discovered that the battery was incorrectly installed and was the incorrect battery type. The cca recommended the patient to obtain the correct battery and call us back if the issue persists. This complaint is being reported because the patient was unable to test on her meter due to the power issue for about 3 weeks. After approximately 1week of not testing her blood glucose, she developed low blood glucose symptoms and received medical attention.